Manufacturer narrative:
The reason for this revision surgery was to remedy pain (due to the dissociation of poly insert from tibial baseplate) after 1 years, 2 months, 22 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part and lot number. This failure investigation is limited in scope since the products from the revision surgery were not shipped to djo surgical for examination and a definitive root cause cannot be determined. The most likely scenario that could disengage an insert is a load in excess of design capability. Patient information such as weight, history of trauma, and physical activity level were not provided with this complaint. These factors along with possible improper seating of the insert or attachment screw during primary surgery, and/or component positioning could have contributed to the disengagement. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient having knee pain. The poly insert appeared to have come out of its seated position in the tibia base plate.